Event description:
It was reported that a home patient felt overfull during fill one of four of peritoneal dialysis therapy on the home choice device. The home patient stated the homechoice hardly drained them and then advanced to the fill phase of therapy. The home patient¿s largest prescribed fill volume equaled 2000ml and the home patient¿s manual drain volume equaled 4000ml. The technical service representative (tsr) would swap the home choice device. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported problem. An internal and external inspection was performed and no issues were noted. During the homechoice return instrument test / evaluation (rite), the device passed electrical and functional testing and was determined to meet performance specification requirements. A check of the pneumatic system found the pneumatic system working to specifications. A short simulated therapy was successfully completed. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Upon conclusion of the investigation, the cause of the iipv event was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice/homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. The device was sent to service. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.